Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured april 16-17, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during patient infusion. The device contained fluorouracil 87ml in 9ml of dextrose. The infusion was completed in 24 hours instead of 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.